Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 10 months after the dental implant and abutment were placed in ada site 11 in the mouth, the implant fractured and lost integration in type ii bone. Clinician reports peri- implantitis/infection and pain. The product will be forwarded to the manufacturer for investigation.there were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reports that 10 months after the dental implant and abutment were placed in ada site 11 in the mouth, the implant fractured and lost integration in type ii bone. Clinician reports peri- implantitis/infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).